Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was insulin squirted out during manual prime. The customer¿s blood glucose was unknown at the time of the incident. Customer states they were unable to exit the preparing to prime loop. Customer reports pump bottom was coming off and cracked on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap and cracked reservoir tube lip. Unable to verify prime or fill anomaly and perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to detached end cap.